Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula dislodged from tissue during use event on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.